Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported transfer set leaky. Customer´s wife was not able to describe exactly where the insulin spills out. Has had happened with several tubes of same lot. Had high blood glucose levels yesterday of 451 mg/dl and 395 mg/dl. Smelled insulin. Tube was wet. After changing accessories he was able to lower his value with correction bolus and everything worked fine again. No adverse event alleged. A request was made for the return of the device.